Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with a highest blood glucose of 286¿287 mg/dl after eating vanilla wafers, and the device was allowed to correct the high glucose. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, and a return of glucose levels to range. Investigation included review of device data and user follow-up. Investigation of this case revealed glucose levels decreased back into range with device-directed correction, and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and user-related factors such as carbohydrate intake could not be excluded.